Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. Customer stated that display did not return after restart, customer's current blood glucose was not given. Customer mentioned that insulin battery died and pump shut off. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification . However, device received with corroded battery tube. Device passed self test and displacement test. Device was monitored for 24 hrs. And no blank display anomalies noted. Power connector plug in and locked in place properly. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No low battery alert noted during testing or in the device trace download.